Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of high readings and motor error from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with manual prime. The customer mentioned drive support cap to appear correct. The customer did not mention motor position encoder error. The insulin pump will be returned for analysis.